Event description:
This ra lead was implanted on (B)(6) 2016 and was explanted on the same day due to infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).